Event description:
The physician has assessed the cause of the pain to be due to presence of vns and that it was not associated with stimulation. The disablement and explant referral were done for patient comfort. Settings and lead impedance was provided. It was later reported that the device was explanted. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Product analysis was approved on the generator. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Manufacturer narrative:
H6 investigation findings; corrected data; relevant coding was inadvertently omitted from supplemental report.

Event description:
The device has been received into product analysis. No other relevant information has been received to date.

Event description:
It was reported that patient experienced painful stimulation in the neck and had device disabled. As a result. Later it was reported that the patient is referred for explant. The reason for this explant was not explicitly provided. It will be assumed it will be in relation to the reported pain. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.